Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
During the t2 humeral surgery, the surgeon drilled the proximal screw hole of the nail. However, the drill contacted the edge of proximal screw hole of the nail. The drill broke. The surgeon removed the broken piece of the drill from the pt bone. This device set had been used for about four yrs.